Manufacturer narrative:
(B)(4).

Event description:
It was reported that the upon contrast injection below max pressure, the catheter was described as exploded at the hub end at the proximal portion outside of the patient after insertion. As a result, the catheter was removed. Patient outcome: fine there was a reported delay or interruption in therapy that cause no harm to the patient. There were no patient complications and no reported patient death or serious injury. No medical intervention was required.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of juncture hub leak is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the upon contrast injection below max pressure, the catheter was described as exploded at the hub end at the proximal portion outside of the patient after insertion. As a result, the catheter was removed. Patient outcome: fine. There was a reported delay or interruption in therapy that cause no harm to the patient. There were no patient complications and no reported patient death or serious injury. No medical intervention was required.